Manufacturer narrative:
(B)(4). Event regarding inflammatory reaction, extrusion with drainage and scarring suture reported via 2210968-2018-78067. Patient event with device extrusion reported.

Event description:
It was reported by an attorney that a patient underwent a facelift procedure (B)(6) 2018 and suture was used. It was reported that the suture was coming to the surface of the chin incision. The suture was removed during post op visit and the area healed.